Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobectomy procedure, did not staple, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: the instrument was used on normal bronchial tissue. There were no anomalies noticed during preparation or firing of the device. Approx. 30 minutes after firing the staple line became partially insufficient. The staple line was overstitched by hand with a patch. We do not have any information regarding staple formation. There were no negative consequences for the patient. The patient has already been discharged from hospital. Did the device staple? Yes, but not properly. If the device stapled, was the staple line complete or were there staples missing? Unknown. Were there any issue with staple formation? If so, please describe the shape of the staples. It seems that the staple row was ok, but after 30 min the surgeon saw, that the lumen was open. How was the insufficient staple line found? Was a leak test performed? Look at the staple row after 30 min, the surgeon saw that the lumen was open.